Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 03/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/16/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 03/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 03/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/16/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 03/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 03/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 04/16/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 03/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery/ (B)(4) / model #: 1650 / expiration date: 03/31/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 03/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery/ (B)(4) / model #: 1650 / expiration date: 03/31/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 03/31/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having critical battery alarms and power switching with three batteries and the controller. The battery capacity would display two to three bars of remaining power when the alarms would sound and the controller would switch over to a new power source. Log file review confirmed that the critical battery alarms were triggered with battery capacity above 10%. Two additional batteries began beeping although the charge was not depleted. All batteries were exchanged. Log files continued to show double disconnects with the new batteries and it was decided to exchange the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: bat553017: h6, bat553016: h6, bat552425: h6 product event summary: the controller (con305951) and three batteries (bat553017, bat553016, bat552425) were returned for evaluation. Two batteries (bat553317, bat553311) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed functional testing and visual examination. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving bat552425, bat553016, bat553017, bat553311, and bat553317. Momentary disconnections will result in an audible tone or "beep." Log file analysis also revealed several critical battery alarms due to communication errors involving bat552425, bat553016, and bat553017. Analysis of the event log file revealed six controller power up events logged since (B)(6) 2018. The controller was without power for 8 to 15 seconds during each power loss event. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported event was confirmed. The most likely root cause of the premature power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Internal investigations were initiated to capture events involving the controller losing power and to evaluate momentary disconnections. Additional products: battery bat553017 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Controller 2.0 (B)(4). Product event summary: the controller passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h6, h10. Product event summary: one (1) controller and three (3) batteries ((B)(6)) were returned for evaluation. Two (2) batteries ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed functional testing and visual examination. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone or "beep". Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6) within the analyzed period. Analysis of the event log file revealed six (6) controller power up events logged within the analyzed period. The controller was without power for 8 to 15 seconds during each power loss event. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112 d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated there was a controller power loss.